Event description:
Customer reports the implanted microsensor was not functional as its transducer was not registering. Received "no connection" message although the tip of the sensor was in the pt. A second surgery was performed to remove and replace sensor.